Event description:
It was reported that the system checkout failed. During troubleshooting, a technical error code was generated indicating that the safety valve was detected as open when it was expected to be closed. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.